Event description:
It was reported that the clinical study patient developed an infection at the surgical wound site. The patient's symptoms included pain and itching. The patient was administered antibiotics. Cultures taken revealed staphylococcus aureus. The patient is reported to be recovering. The physician assessed that the event was probably related to the procedure and was not related to the device or stimulation.